Manufacturer narrative:
Pump had a fatigue leak. Reservoir performed within specifications. Cylinders performed within specifications. Tubing was functional.

Event description:
The ipp device was implanted, date not indicated. On 8/19/97 the ipp device was removed from the pt "because of malfunction due to fracture in the tubing that runs from the bulb to the prosthesis - pt was too infected to reimplant." Add'l info received on 9/23/97 indicates on 6/12/95 an ipp device was originally implanted.